Manufacturer narrative:
No product has been returned for evaluation nor were xrays provided to confirm the reported event. Labeling review: "...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery.." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Implant sizing: "...a coroent® xl trial is threaded onto the inserter, and the thumb-wheel lock is tightened to secure the trial (fig. 54). Under a/p fluoroscopy, the trial is gently impacted into the disc space until centered to determine the desired implant size (fig. 55). Proper anterior/posterior position is verified using lateral fluoroscopy (fig. 56)..." Implant placement: "...xlif® slides may be used to protect the endplates and contain graft material during implant insertion. Fluoroscopy should be used to verify xlif slides are positioned properly. The inserter is placed with the attached implant between the xlif slides. The implant is advanced across the disc space under a/p fluoroscopy. During insertion of the implant, placement is also monitored with nvm5® free run emg..." "...placement of the implant is dictated by patient anatomy and the spinal pathology that is being treated. Generally, the implant spans the ring apophysis, is centered across the disc space from a medial/lateral perspective, and is near the center of the disc space from an anterior/ posterior perspective (figs. 58, 59). All coroent® xl implants have titanium markers that can be used to confirm correct implant alignment..." No product has been returned.

Event description:
On (B)(6) 2015 patient underwent a lumbar interbody fusion on l3-l5 levels. During the procedure the coroent interbody implant fractured and a piece of the implant was left in the patient's disc space. A revision procedure was performed on (B)(6) 2017 to remove the posterior hardware, extend the construct and correct the previous lumbar interbody fusion.